Event description:
Customer reported that the t:slim x2 pump battery was not charging. The customer's blood glucose level did not exceed 500 mg/dl and therefore had no adverse impact. The pump eventually began charging after leaving the original charging supplies plugged into a working outlet for 30 minutes. Despite the earlier shutdown due to the charging issue and receipt of a shutdown alarm 12, the customer was informed about the need to reset insulin on board and max hourly bolus to zero and to manually restart cgm sessions. Technical support advised monitoring the situation and to call back if the issue persisted, which the customer understood and acknowledged.